Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was placed in the atrial port of the implantable pulse generator (ipg) and a new rv lead was implanted. It was also reported that the ipg had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.